Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). This event is reportable as a serious injury.

Manufacturer narrative:
Date sent to FDA: 11/30/2016. Additional information: age/date of birth, other relevant history, explant date. Additional narrative: it was reported that the patient concurrently underwent anterior and posterior repair. It was reported that patient underwent excision of residual mid urethral sling on (B)(6) 2015 by dr. (B)(6).